Event description:
It was reported that during implant, the atrial lead exhibited noise and intermittent capture. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).